Event description:
A report was received that the patient underwent an explant procedure due to non-device related infection in the patient¿s stomach. Patient¿s symptoms include swelling and a pustule. The patient was administered with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: 2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm, model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.